Event description:
It was reported to boston scientific corp that a radial jaw 4 single use biopsy forceps sc was used during an egd (esophagogastroduodenoscopy) procedure performed in 2009. According to the complainant, during the procedure upon the first attempt to obtain a biopsy specimen, the jaw broke and fell into the pt's stomach. A second radial jaw 4 was used to retrieve the detached cup and successfully complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.